Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record revealed one (1) notification [(B)(4)] initiated for a defect noted during production of the above listed batches, potentially related to this complaint cause. All affected components/materials associated with this notification were dispositioned, as deemed appropriate, prior closure. Additionally, one (1) notification [(B)(4)] was initiated for an unrelated incident noted during production of the above listed batches. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 1/2 ml bd safetyglide insulin syringe with 29g x 0.5in. Attached needle malfunctioned and did not keep the needle covered during an injection. There was no report of injury or medical intervention.